Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly and the buttons were unresponsive. The customer¿s blood glucose was unknown at the time of incident. Unable to perform keypad anomaly troubleshooting due to customer was not available. The customer¿s parent will have customer call to complete troubleshooting and to verify insulin pump serial number. The insulin pump is not expected to return for analysis.